Event description:
On (B)(6) 2022, customer notified nurse assist via e-mail of the following event description from customer: received 5,472 bottles of 6240 that had flashing on caps and were leaking. These bottles were reported by the initial reporter as leaking prior to use on a patient. There was no report of any patient impact or adverse event.

Manufacturer narrative:
The extended time between date of event and date of this report is due to nurse assist recently reclassifying this type of occurrence as having the potential for causing or contributing to a death or a serious injury if the malfunction were to recur. Nurse assist is conducting a retrospective review of product complaints to identify all occurrences of malfunction of the sterile barrier.